Event description:
The swartz braided transseptal introducer and dilator assembly was inserted over the guidewire and the side port was flushed. The physician then noted air bubbles entering the side port during aspiration. The introducer was exchanged and the procedure was completed with no consequences to the patient. Further information was requested but has not been received.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.